Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implanted. The sizing of the annular dimensions of the native valve was: perimeter derived diameter: 26.4mm, perimeter: 83,5mm, area: 547,5mm and there was severe calcification annulus and leaflets; equal distribution of calcium. Post implant, a mild perivalvular leak(pvl) was observed, no post dilation required. On (B)(6) 2023, patient presented with decompensation. Transesophageal echocardiography (tee) showed central aortic regurgitation 3/4 and eccentric pvl (non coronary sinus). Concern about less motion of 1 leaflet. Diuretics have been given to reduce the symptoms. On (B)(6) 2023: urgent post dilation because of worsening symptoms of decompensations cordis; no improvement of aortic regurgitation. On (B)(6) 2023, the patient had an open heart surgery. The patient is stable.

Manufacturer narrative:
An event of central aortic regurgitation and eccentric perivalvular leak was reported. The investigation at abbott found that the valve met visual and functional specifications when analyzed under non-physiological conditions. The valve was sent for functional testing which revealed that leaflet function was considered normal with all leaflets opening while having no asynchronous motion or leaflet malfunction. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not conclusively be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.